Event description:
Customer reported surgical table smoking during a procedure. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Baxter was unable to perform a detailed inspection of the device as the customer denied further access. Based on pictures provided and confirmation by the customer that the batteries were exchanged by a third-party service provider, the most likely cause was incorrect battery installation. The issue is already known and covered under the field action with FDA recall numbers z-0210-2025 through z-0218-2025 as well as under an internal CAPA. Based on this, no further actions are necessary.